Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed no delivery and that delivery has stopped. Customer noted that the infusion set was bent. Customer stated that she checked her sugars and changed her set. Customer then bloused and the blood glucose readings went up high by 20 points. It was noted that the alarm may have been caused by set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 464 mg/dl and has treated with a bolus. No further information reported.